Event description:
See initial report.

Manufacturer narrative:
**UDI related data quality updates only**. D2. Correct common device name updated in the dedicated section d2a. G4. PMA/510(k) number added in the dedicated section.

Manufacturer narrative:
H10: through follow-up communication with the customer, livanova learned that there was no cannula disconnection or break. The surgeon did place the cannula into the patient¿s valve and needed to de-tangle it from the chordae. The valve wasn¿t damaged and the patient is unharmed. However, this caused a 20-30 minutes of delay on bypass procedure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: placing this involved suction sump type (catalogue: su-20602) through the mitral valve is considered an off-label use since within the device instructions for use there is the a warning to not place the suction sump through the leaflets of a valve as damage to the valve may occur. A CAPA was issued and a new label that contains the same warning present in the device instructions for use was created and was added to the peel pouch/primary sterile barrier in order to emphasize the warning to the user. For the reported complaint, it was confirmed that the warning label was present in the primary package. Therefore, based on the above, root cause of the reported event was traced back to the user, who used the product against the instructions for use, as off-label use.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H.10. Livanova manufactures the suction wand. The incident occurred in USA. Livanova is following up with the information that patient reported minor/temporary injury. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inca has received a report that, during the procedure, the tip of sump got tangled in the mitral valve chordae. This caused a 20 minute delay in the procedure while the surgeon needed to use wire cutters to get it out of the valve. There was no harm to the patient's valve. According to submitted, patient reported minor/temporary injury.